Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump has constant alarm and screen is blank except for single bar at bottom of lcd screen. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found cracked right plunger case and bottom case by l-bracket. Functional testing found blank screen with constant alarm at power up. Uploaded software from base to head of pump which cleared the problem. Updated to software version v1.6.4. The root cause of the reported issue was found to be incorrect process for software update by customer. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).